Event description:
It was reported that leakage was observed from the bottom of an infusor patient control module watch chamber. It was reported that this occurred during filling of the device with ¿sufental-290, emcaine-20, ropiva-10¿ and normal saline for a total fill volume of 100ml. The reporter stated that the reservoir did not appear to be damaged. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received for evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured between april 15, 2011 and april 20, 2011. Evaluation summary: baxter received one unit for evaluation. Visual inspection showed no signs of obvious physical abnormality that could have caused the reported leak. A functional leak test was performed and a leak was observed on the tubing located inside the housing; there was a cut on the tubing. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.